Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received a notification stating "pump cannot detect that the cartridge has been removed." Customer was able to successfully load a new cartridge and resume insulin delivery. There was no impact to customers' blood glucose level.